Event description:
Received complaint from director of nursing concerning above product. Reports that this incident actually took place in one of their acute programs. States that acute rn reported to her that the injection port on the venous bloodline actually separated from the tubing itself, "looked as though there was no enough glue holding it together." Ebl was approximately 300cc. The don states that the incident has been discussed at the qa meeting and there "was no injury or harm to the pt." At present, there is no more info. Don reports that she will investigate and get the required info. (Info received 1/8/1998)